Manufacturer narrative:
The device was returned to olympus and is pending microbial testing and a physical device evaluation. The scope will be sent to independent laboratory for microbial testing. As part of our investigation, on october 18, 2018 an olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices and provide training if necessary. The ess noted the following deviations during the reprocessing observation; the scope¿s brushing was performed out of order with the channel opening cleaning brush being used first then the channel brush. The post brushing suction cleaning adaptor was attached to the scope correctly; however, the metal end of the cleaning adaptor was attached to the suction source. The ess also noted that facility used a mu-1 for leak testing and completed with flushing with a medivators scope buddy. The facility used an oer-pro aer to perform disinfection, rinsing and alcohol flushing. The ess reported that the reprocessing staff was provided training to mitigate any improper reprocessing technique. The ess also recommended that reprocessing be performed in accordance with the manufacturer¿s reprocessing instruction manual. A review of the instrument¿s history was performed and found no record of service/repair since the date of purchase on (B)(6) 2017.

Event description:
Olympus was informed that the scope cultured positive with multiple microorganisms on the following dates: (B)(6) 2018: stenotrophomonas maltophilia, (B)(6) 2018: pseudomonas aeruginosa, and on (B)(6) 2018: stenotrophomonas "maltophila" & pseudomonas aeruginosa after reprocessing. There were no associated patient infections reported. Additionally, the user facility reported that the scope is pre-cleaned with cygnus first step, certrol pro-ez 2 is used for manual cleaning and acecide-c solution is in "the" both the facility¿s oer ¿pro aers for reprocessing. The scope¿s channel is brushed during manual cleaning with a us endoscopy gemini channel cleaning brush. The scope is re-cleaned immediately after each procedure. The user facility reports that the pre-cleaning is performed in accordance to manufacturer¿s guidelines. The scope is leak tested with an olympus mu-1 leak tester. The facility¿s preventative maintenance was performed on september 09, 2018 and there are no known issues with site¿s aer. The facility participated in a reprocessing in-service on may 2018 and there has been no changes to the reprocessing staff. After reprocessing the scope is hung in a cabinet with vents and does not touch the cabinet¿s bottom, walls or other scopes.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope's auxiliary channel, air/water and instrument / suction channels were cultured and tested positive for pseudomonas aeruginosa. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the returned gif-hq190 gastrointestinal scope and found no signs of foreign material/substance/stain inside the biopsy channel, biopsy port, suction port/channel insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue when inspected with olympus boroscope and telescope test equipment. The scope passed leak testing. In addition, the bending section cover glue was noted to be discolored at the distal end and insertion tube side. There were also cracks and lifting noted on the bending section cover cement. Based on the device evaluation findings, the cause of the reported complaint could not be determined as there were no abnormalities or foreign material that would have contributed to the positive culture.